Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, episodes of non-sustained noise was observed on the ventricular channel. Cause of the event is unclear but lead damage was suspected. Lead remains implanted. Patient was stable and will continue to be monitored via remote transmission.